Event description:
It was reported that there was difficulty stabilizing and fixating the left ventricular (lv) lead during implant. A different lead shape was chosen and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).